Event description:
It was reported that the burr became stuck on the guidewire. A rotapro with rotawire were selected for procedure. During the procedure, dynaglide mode was weak and the burr became stuck on the guidewire. The catheter and the wire were removed. The procedure was completed and the patient was fine. There were no patient complications reported.